Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The software investigation found that the behavior described is the intended behavior of the software. The first test performed and it would not load the dataset on the system. It looked like the color mode was "palatte color". Then they implemented support for color volumes in the system, they only support the 8 bit rgb. The second test looked to be greyscale images and imported into the system. The third test was actually the correct color mode. However, it was missing some data field and require import. The forth test resulted in the same as in test three. It was found that the software is functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that when they were attempting to load an fmri dataset it would not load. They attempted to load the post-processed data and the raw data in color but it would not load correctly. This issue occurred on a siemens 3t vario. No patient was present at the time of the event.